Manufacturer narrative:
We received additional information that this was an unknown competitor product previously implanted and being revised. Zimmer biomet product was not implanted or revised for this case therefore, deem this not a complaint. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Date of birth - (B)(6).

Event description:
It was reported that the patient's left hip has been indicated for revision due to liner fracture. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown, 51430500283, winkel adapter 12/14 -14/16 taper 5 degree, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08533, 0001822565 - 2017 - 08532.

Event description:
It was reported that the patient's left hip has been indicated for revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.